Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the ins had flipped and surgeon flipped it over and now it is working fine. Steps taken to resolve the issue included seeing the neurosurgeon fixing the placement of the ins.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and healthcare provider reiterating that the battery was flipped and repositioned/flipped over and the issue is resolved and the patient is effectively able to recharge the battery with sufficient coupling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient's stimulator was not working but then the patient clarified they meant the device battery was not charging all the way and there was poor coupling beginning about three days prior to the call. The patient stated she was not seeing the charge sufficient screen. The patient state she had been charging for 30 minutes and still had not seen the charge sufficient/complete screen. The patient mentioned she saw a screen that meant something was disabled. During the call, the patient connected the ins recharger to the ins and the patient confirmed seeing the last section of the battery level flashing. The patient stated only two coupling boxes were shaded but she reported she previously showed 8 shaded boxes while charging. The patient confirmed she had the recharger over her implant and against her skin. The caller declined to troubleshoot over the call. The patient became escalated and wanted a new recharger. A replacement recharger antenna was sent and the patient was directed to follow up with their healthcare professional if the antenna replacement did not resolve the issue. No further complications were reported or anticipated. Additional information was received from the consumer via the manufacturer representative stating the coupling problem continued. It was reported the patient was implanted in the abdomen a week prior and there was more tissue and swelling. The rep stated they thought the poor coupling was because the ins was in the abdomen. It was also reported the patient never received the recharging waist belt. A new belt was sent. Additional information was received from a consumer. It was reported the patient could only get 2 coupling bars on the day of the call while trying to charge. The patient was able to get 6 bars once last week. The caller tried using another ins recharger but the issue did not resolve. It was reported it was possible the ins flipped. The device was placed in the abdomen and the caller stated the ins was mobile in the pocket. It was reported the ins was at 75% charge level. The patient was scheduled to see the neurosurgeon on (B)(6) 2018 to assess the ins pocket and possibly do an x-ray. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep reporting that the patient was still having difficulty charging, but they still had therapy. No further patient complications have been reported as a result of this event.